Manufacturer narrative:
Information regarding patient age, gender, weight, and medical history was not provided. (B)(4). It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, an enterprise (enf452812/10521442) could not be flushed before advancing it into the y connector. There were no potential adverse events. It was reported that the device would be returned for analysis.

Manufacturer narrative:
It was reported that no additional information could be provided. Device return for analysis is still pending; however the DHR was completed on 1/13/2016. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product was returned for analysis on 2/10/2016, and additional information was received on 2/11/2016. There was nothing seen to be obstructing the enterprise, and the enterprise did not appear damaged (bent, kinked, cracked). The enterprise did not leak. They exchanged the enterprise for a new one to complete the procedure. The procedure was coil embolization of a middle cerebral artery aneurysm. Information regarding patient age, gender, weight and medical history could not be obtained. The event did not result in a clinically significant delay in the procedure. Conclusion: as reported by a healthcare professional, during coil embolization of a middle cerebral artery aneurysm, an enterprise (enf452812/10521442) could not be flushed before advancing it into the connector. There was nothing seen to be obstructing the enterprise, and the enterprise did not appear damaged (bent, kinked, cracked). The enterprise did not leak. They exchanged the device for a new one to complete the procedure. There were no potential adverse events. The event did not result in a clinically significant delay in the procedure. The device was returned for analysis. A non-sterile enterprise device was received inside of a plastic bag. The stent was found on its original position. The introducer tube and the deliver wire were inspected and no damages were noted on them. The received stent was inspected under microscope and no damages were noted on it. The functional analysis was performed, and the enterprise system could be purged without any difficulty. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10521442. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The inability to flush the enterprise device was not confirmed during the functional test. Procedural factors and handling process may contribute to the failure as reported. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.